Manufacturer narrative:
The repeat na tests were performed on (B)(6) 2015.

Manufacturer narrative:
Seven total patient samples were affected. Of the data provided for 7 patient samples, only the results for 5 patient samples were discrepant and reported outside of the laboratory. Patient 1 initial na result was 155 mmol/l. The repeat na result was 145 mmol/l. Patient 2 (female with date of birth of (B)(6)1931) initial na result was 155 mmol/l. The repeat na result was 146 mmol/l. Patient 3 (male with date of birth of (B)(6) 1919) initial na result was either 155 mmol/l or 157 mmol/l. The repeat na result was 144 mmol/l. Patient 4 (male, date of birth not provided) initial na result was 155 mmol/l. The repeat na result was 146 mmol/l. Patient 5 (female with date of birth of (B)(6) 1939) initial na result was 152 mmol/l. The repeat na result was 138 mmol/l. No patients were adversely affected. It was noted the samples were to be processed by the modular preanalytics analyzer (mpa) but due to an error on the mpa the samples were not analyzed for up to 3 hours.

Event description:
The customer complained of erroneous high results for multiple patient samples tested for ise sodium electrode (na). The specific number of patient samples was requested but not provided. It is not known if erroneous results were reported outside of the laboratory. "Most" of the initial na results were > 150 mmol/l. The repeat na results were within the "normal" range. It is not known if any patients were adversely affected. Clarification has been requested. The na reagent lot number and expiration date was not provided. The customer indicated the analyzer appears to be working fine now. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).